Event description:
In 2005 the lay user/patient contacted lifescan alleging that the one touch ultra was reading erratically. The medical affairs specialist (mas) spoke with the reporter six days later to obtain/verify information. The patient's family member was concerned that his mother's meter was reading erratically. Five days earlier (around 1pm), the patient took her doctor's recommended dose of 10 units insulin (70/30) before eating. An hour later, the patient started to feel low sugar symptoms of "sweatiness, shakiness, and her eyes stared to roll back." While experiencing symptoms, the patient tested and got a result of " 114 mg/dl." The reporter called the paramedics. In the mean time, the reporter gave the patient some honey and candy but her symptoms did not improve. By the time the paramedics arrived (15-20 minutes later), they tested her blood sugar on their meter, got a reading in the "20's mg/dl," amd gave her an IV (type and dosage unknown). The paramedics took the patient to the hospital where she was treated for hypoglycemia. The patient was released after 3 hours and left with a blood sugar level of "140-170 mg/dl." After this incident, the patient's doctor felt that the original dosage of 10 units of 70/30 in the morning was too much and now recommends the patient to take no more that 5 units of 70/30 insulin in the morning and additional insulin based on a sliding scale. The patient tests 4 times a day and also takes 1 pill of 10 mg of glipizide per day. The patient was in a diabetic coma about 6 years ago but does not have any other health conditions. The customer care advocate (cca) verified the following with the reporter: the meter was set to the correct unit of measurement and code number, the patient was using correct techniques to clean the puncture site and for blood application. Although the cca documented the test strips were expired, passed discard date or stored improperly, the mas verified that the test strips were in good condition and within expiration date. This complaint is being reported because the result of "114 mg/dl" on the reported device did not correlate with the patient's symptoms and medical treatment. The meter did not contribute to an adverse event becaukse the pt tested while experiencing the symptoms and after taking insulin.